Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the tiny tube head assembly. The tiny tube head assembly was replaced and the system was tested and found to be working as intended. System was placed back into service.

Event description:
It was reported that the 8800 system experienced a high voltage generator error on bootup. No patient injury was reported.